Event description:
The customer reported that the rotator broke during use at 60 psi. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The customer did not specify if this was the initial use of the device. A follow-up report will be submitted when the eval has been completed. Eval, conclusions: a follow-up report will be submitted when the eval has been completed.